Event description:
Used 39 minutes of fluoro - thast last 5 used magnification. Machine kept shutting off. Rebooted 3 times, after 4 minutes of fluoro kept shutting off. Patient was moved prone and intubated to cath lab to finish procedure.